Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s ipg would not communicate with the patient programmer or clinician programmer. Multiple replacement programmers were tried to no avail. The physician decided to replace the ipg with a new one in (B)(6) 2018 (exact date unknown).

Event description:
Follow up information identified the patient's ipg was replaced with a new one resolving the issue.